Event description:
It has been reported to philips that the device would not boot up. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The remote connection is made with the equipment and the ippc and found that download board software appears disconnected (red), tried to reload software and it showed an error. The philips field service engineer (fse) inspected the system onsite and confirmed that the frontal ippc was failed to boot up. Upon inspection, the fse found the issue with hard disk. Fse replaced new hard disk in ippc and reloaded software. After replacement the system was returned to use in good working order. The codes were updated based on investigation outcome.